Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: a 1688 camera stopped working without explanation in the middle of a case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable most likely caused by wear and tear since the camera head has been on the field for almost three years and this is the first time that it has been received in house for service. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.